Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient underwent an unknown fusion surgery at t11-l2 due to kyphosis. Post-operatively, non fusion was observed. As a result, a revision was performed and the devices were removed. During revision surgery, surgeon collected a black soft tissue from the revision site. The surgeon used a cobalt chrome rod. According to the healthcare professional's opinion, the relationship between the reported event and the use of medtronic products is unknown. No other information could be made available.